Event description:
It has been reported that the cot was adjusted with the foot end in the last notch, the head end in the second but last notch. When the patient was lying in the cot, the foot end slided down without being touched by the paramedics. When the paramedics tried to bring the cot back to the above described position and therefore pulled the grip at the foot end of the litter, the litter slided one notch down.

Manufacturer narrative:
If additional manufacturer information found to be relevant to the investigation is discovered, it will be added to the investigation and a follow up MDR will be filed.